Event description:
A report was received stating the patient felt the leads were tight in the neck and irritation at the ipg site. The patient was treated with IV antibiotics. The physician took a sample of the fluid building up around the ipg and determined it was not an infection. The reposition lead surgery was performed. The patient is reportedly doing well.